Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure was identified for the high blood glucose level issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer awoke with elevated blood glucose (bg) levels of 337-358 mg/dl. A correction bolus was administered via the insulin pump to address bg level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no further information was provided on the reported event. In addition, when the customer attempted to change the cartridge and infusion set, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was confirmed that the customer had insulin pens available as alternate insulin therapy. During a follow up, the customer stated bg levels were under control.